Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate when compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions.